Event description:
Per independent repair center statement the unit was alarming or red light. The key failure was the manifold was not shifting fully. Additional malfunctions include the tie wraps were leaking, the hose clamps were leaking, and the sieve beds were saturated.